Event description:
Dimensional discrepancy. It was reported that, "reamed to a 57mm reamer, trialed with a 58mm tritanium trial. Fit was very tight and acceptable. Opened up 58mm tritanium shell and upon seating, it was still loose and doctor could actually rotate in socket. Surgeon decided to open a 60mm shell and fit was a lot better. Bone did appear to have very good quality."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (dimensional discrepancy) and product code lph.